Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging adhesive came apart. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
. Describe event or problem: it was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging adhesive came apart. This was reported to have affected 3 devices. There was no report of exposure, injury, or medical intervention. Investigation summary: DHR- the product was built on afa line 6 from november 8, 2016 thru november 12, 2016 packaging line 11 from november 11, 2016 thru november 14, 2016. Review disclosed that qn (B)(4) and qn (B)(4) were issued for suspect wrinkled seal, but these are not related to this complaint. The defect of wrinkled seal occurs on the long side of the package and has not been linked to open seal complaints. All other challenge samples, set-up and in process testing were performed and all passed per specifications. Received a total of 3 iag units from lot number 6308948, all components within were present and intact. 1 of the units received was partially open at one end. 2 of the units received were not open. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Water-air package test: the test was performed on the units that were not open. No leakage was observed around the seal and the package did not ¿burst open¿. Conclusion(s): supplier ¿ defective material. Bd supplier (B)(4) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to (B)(4). There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA (B)(4) was opened to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging adhesive came apart. This was reported to have affected 3 devices. There was no report of exposure, injury, or medical intervention.